Event description:
Customer reported unit displayed 'minimum sys shutdown'. Clinician switched to the bag position to maintain the pt. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial info-03/12/98. Confirmation of reportable event-04/20/98.